Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
During preparation for a medical procedure, the hospital staff noticed that the packaging seal of the benchmark 6f 071 delivery catheter (benchmark dc) was broken. The damaged packaging was found prior to use and the benchmark dc was not used for the procedure. The procedure continued using a new benchmark dc.